Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occured. The 95% stenosed target lesion was located on a moderately tortuos and severely calcified superfacial femoral artery. A 4.0mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure at first inflation, it was noted that the balloon ruptured at 2 atm in 2 seconds. The procedure was completed with another of the same device. There were no patient complications reported. The patient was in a good condition post-procedure.